Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774). H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from spanish to english: claim for the filling and emptying of the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from spanish to english: claim for the filling and emptying of the tubes.